Event description:
The lay user/ patient contacted lifescan (lfs) another country in 2007 alleging high readings on his one touch ultra meter. A medical affairs specialist (mas) sent follow up questions; however, the patient refused to answer any further clinical information. The patient mentioned he had opened a new vial of test strips 2-3 days ago, and since then had obtained elevated blood glucose readings on his meter. On the morning of the same day at 1:00 am, the patient was perspiring and felt hypoglycemic. He changed his clothes and tested his blood glucose and obtained a 256 mg/dl. Due to his symptoms, he ate some cakes and felt better. There was no delay in treatment and he did not contact his physician for assistance. At an unspecified time he ate 2 grams and took 4 units of humalog. The readings the night before were as follows: one day earlier at 11:26 pm, a reading of 232 mg/dl and at 11:40 pm, a result of 256 mgdl. The test strips were expired. Using expired test strips may lead to false blood glucose readings. The technique of applying blood on the test strips was correct. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, which specific hypoglycemic symptoms he experienced, his blood glucose readings prior ot use the expired test strips and whether or not the patient took insulin with a result of 246 mg/dl the night before the incident. Although there was no delay in treatment because the patient self - treated with food while experiencing hypoglycemic symptoms, this complaint is being reported because the patient was receiving relatively elevated readings for 2-3 days, and subsequently developed symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lot # information was not provided.